Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
The customer reported there was a spark at one of the power connections and the unit will not power on all the way anymore. The unit will be replaced.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Visual inspection found that the power extension cable was completely severed off at the end. The reported event was confirmed. Based on the information provided and the investigation performed, the cause for the reported event was isolated to physical damage.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.